Event description:
The complaint is reported as: "when the patient was admitted for resuscitation, an attempt was made to place the cvc since there was no venous access, and 2 of the cvcs could not be placed since the metal guide was twisted and was difficult."

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied four photos showing a kinked guide wire. It was also noted that the guide wire was inserted through the catheter. It cannot be determined what caused the kinking without the actual complaint sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked was confirmed through examination of the customer supplied photos. The images showed the guide wire kinked; however, the sample was not returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "when the patient was admitted for resuscitation, an attempt was made to place the cvc since there was no venous access, and 2 of the cvcs could not be placed since the metal guide was twisted and was difficult."